Event description:
It was reported that a patient injury was noted. On (B)(6) 2013 the patient did some shoveling and noted "that might have affected the effectiveness of the device". The patient then waited "the full 6 weeks after implant" to shovel again. The problem the patient was having was that he was not able to have a "happy ending", and was able to do this before the shoveling. It was clarified the patient was unable to have an ejaculation. The patient did try to turn the stimulation off but this did not help the problem. The patient was concerned and noted: "I dont know why its doing this". The patient wondered if this had been reported before. It was later reported on (B)(6) 2013 that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Additional information received noted that the patient had an interstim implant revision on (B)(6) 2013. It seemed to improve the patient's symptoms of leakage and urgency right away. In addition to the bladder control issues, for the first few weeks after the surgery, other functions continued to "work". It was easier to maintain an erection and things still worked in terms of ejaculation. At about the 4 week mark, it was noted that the patient "must have done something" because they noted that the benefit they were getting wasn't quite as good as it had been. There was a little more urgency but still no leaks. They adjusted the power level up a bit to try and get the control of their urgency back down to where it had been. The patient did not do any testing to determine if their ability to ejaculate had been affected at that point. Just after the six week mark, the patient did some yard work, some regular light-duty shoveling, which didn't seem stressful at the time. That evening, it seemed there was more urgency prior to voiding, and the patient had their first leakage since surgery. The patient noted a difference in effectiveness of the implant on their bladder symptoms since that session of shoveling at the six week mark. At some point, the patient realized that it was much more difficult to maintain an erection and there was no success in having an ejaculation. The situation has remained "as is" since (B)(6). The patient was thinking the implant lead must have moved at least a little and that had made quite a difference in their ability to function as well as they had been up to that point. The patient knew that things functioned prior to that time and now they didn't. The patient had an upcoming appointment with an erectile dysfunction specialist. The patient was wondering if this had been noted as an issue with other patients. The patient noted: "I know that the xrays which were taken after the surgery are simply not definitive enough to show a few millimeters movement one way or the other." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va08d0t, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.